Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering actuated the device, meeting all specifications. The unit was disassembled; engineering noted the shaft was tight and difficult to remove. There was also an excessive amount of tissue debris inside the shaft and on the internal components. Engineering determined the root cause was due to excessive interference between the jaws and the closure member, causing improper clip closure. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has recently implemented device enhancements which are intended to minimize the potential for this type of interference. This lot was built prior to application of these device enhancements. This document represents our final report.

Event description:
Cholecystectomy - "when dr. (B)(6) fired the clip applier and the clips were in the vessels, it seems they were closer at the beginning. Afterwards the surgeon saw that the clips were opened. The or supervisor told us that the surgeon pressed the clips with the dissector and he placed more clips. He finished the surgery with this clip applier. As the surgeon had the same incident in the previous surgery, in this case, they kept the clip applier for evaluation." Patient status - "ok."

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.